Event description:
Snare handle came apart during colonoscopic polypectomy. Rptr reassembled it and it did not function well, requiring reassembly again and again. Minimal bleeding occurred as a result, requiring coagulation of the polyp stump.